Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted new batteries and the insulin pump would not accept them and would not start back up again. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the battery on the insulin pump was draining out a lot quicker than usual. The customer tried several new batteries but they were not working. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. The test infusion set and reservoir does lock into place. (B)(4).